Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they were having a hard time getting 8 bars or any bars on the implantable neurostimulator (ins). They mentioned the patient had the implant last week on the 12th and still had bandages over the implant. They stated the patient had been charging, but the friend/family member was unable to confirm if the healthcare provider (hcp) had given the patient instruction on when to charge and mentioned the device had not been programmed yet. It was stated sometimes they will get 6 or 4 bars and sometimes none. It was also said the patient had a shoulder harness but that since they have the ins implanted on the left side, the harness would not work and they had to hold it in place. Troubleshooting was then done on the call, where the antenna was repositioned over the ins, the antenna was dialed through all 4 positions, and it was ensured the belt was positioned properly. The importance of antenna placement and not wearing bulky clothing, along with the suggestion of trying adhesive discs were made. The friend/family stated the patient had a follow-up appointment with their neurologist on the 27th and staples removed the 26th.